Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock. The thread of the cassette received is broken inside it and cannot be extracted. The cassette was opened to extract the thread and it breaks easily because is degraded, knot pull tensile strength test cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. The cassette received has an opening date from (B)(6) 2016, the cassette was within the expiry date of 4 months from opening when the complaint was received. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread was very hard to pull out and the thread would break.